Event description:
It was reported that some time post catheter placement, the catheter allegedly had leakage between the two catheter lines at point of blunt needle insertion. It was reported that physician did the repair using repair kit after 10 days the catheter allegedly leaked again same location of sealed joint while flushing on 0.7 mm line. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported catheter leakage. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2021), h11: h6 (result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2021).

Event description:
It was reported that some time post catheter placement, the catheter allegedly had leakage between the two catheter lines at point of blunt needle insertion. It was reported that physician did the repair using repair kit after 10 days the catheter allegedly leaked again same location of sealed joint while flushing on 0.7 mm line. There was no reported patient injury.